Event description:
A consumer reported she experienced burning, pain, sensitivity to light, redness and blurry vision following the use of this product. She stated she went to the dr and was diagnosed with a chemical burn. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint history was reviewed and there was one other complaint reported. Review of the compounding and filling mfg batch records (mbr's) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for this formula currently enrolled in the stability program was conducted and all lots remain within specification. The chemistry and microbial finishes product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitation records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested on 02/07/2012 by mail. A completed questionnaire has not been received. (B)(4).